Event description:
A data error alert was reported by the caller after the pump's shipment date. The customer's blood glucose level remained between 54 and 500 mg/dl, which is within a normal range. Tandem technical support informed the caller that some history logs might have been erased, but the therapy remained unaffected. The customer understood the explanation and decided to continue using the pump for insulin therapy.